Event description:
Boston scientific crm received info that the patient implanted with this implantable cardioverter defibrillator (ICD) expired due to unspecified cause. At the time of the patient's death there were no product performance allegations. New information received indicates that a rep for the patient has retained an attorney and recently submitted paperwork as part of the litigation process.

Manufacturer narrative:
Not returned. As of today the device has not been returned for analysis. It may have been buried with the patient. If the device is returned the event will be updated. No add'l info is available at this time. If add'l info becomes available the event will be updated. On june 17, 2005 guidant corp (now boston scientific crm) issued a physician communication regarding deterioration in a wire insulator within the lead connector block which, in conjunction with other factors, could result in an electrical short circuit that can prevent the delivery of shock and pacing therapy. Changes to try to prevent this anomaly were made in april and november of 2002. This device was mfg before april 2002, and is included in this population.